Event description:
Further review of the generator confirmed that this was not a true high impedance event. Calculations revealed that the generator had likely been in an asic latch-up state from the time of surgery until the day after surgery ((B)(6) 2019) at 4:40 pm. The generator had stopped accumulating time for a little over 20 hours, thus the timestamps for the high impedance are not accurate. Since the generator was held in a reset state, the actual timestamps for the high impedance would be about 20 hours prior and thus before implant. No further relevant information has been received to date.

Event description:
Generator data was being reviewed for the patient due to premature battery depletion, reported in MFR. Report # 1644487-2021-01183. In the data, high impedance was observed on the day of implant and the day after. A normal impedance value was then seen that same day and no further issues were seen. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.